Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error alarm repeatedly. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The user was able to fill the tube manually. The customer was advised to change the complete set and to deliver a 5 unit via the fill cannula process. The caller noted that the insulin pump had alarmed motor error 4 times in the last 30 days. The customer's blood glucose was 235 mg/dl. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.